Event description:
It was reported that during a filter placement procedure, the device allegedly leading to displacement and tilting of the filter against the wall. It was further reported that the filter has been removed. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, videos were provided for review. The investigation of the reported event is currently underway. Expiry date: 04/2025. Device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. The pusher arrived loaded into the touhy-borst adapter and the filter storage tube. No functional testing was performed due to the nature of the complaint. One electronic video of venogram was reviewed. A venogram from the left common iliac vein shows a vena cava filter above the iliac vein bifurcation that appears significantly tilted to the patient¿s right side. The vena cava filter appears to be deployed lower than is usually preferred. The cava appears on the larger end of the accepted diameter spectrums, but this is just visually estimated since no measurements are provided. Therefore, the investigation is confirmed for the positioning failure and filter tilt issue. Based on the returned sample and provided venogram video, the investigation is confirmed for the positioning failure and filter tilt as the filter was deployed lower than is usually preferred and the deployed filter was tilted. A definitive root cause for the alleged positioning failure and filter tilt issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a filter placement procedure, the device allegedly leading to displacement and tilting of the filter against the wall. It was further reported that the filter has been removed. There was no reported patient injury.